Event description:
It was reported that the customer went to the emergency room with a blood glucose (bg) level of 593 mg/dl with ketones a healthcare provider deemed life threatening on (B)(6) 2026. Cause was not known. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Treatment resolved the issue and no permanent damage was identified. Multiple attempts were made by tandem technical support to obtain the release date, but no response was received. Tandem technical support performed a full pump system check and verified that pump was operating appropriately.